Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving inappropriate shocks. Dislodgement due to twiddler's syndrome was observed. The lead was successfully repositioned without any further issues. The patient was stable after the procedure.